Event description:
The customer reported via phone call that the insulin pump experienced a report anomaly. The customer's nurse practitioner uploaded the insulin pump's data into the computer software, and she stated that all of the dates and times were inaccurate by about 12 hours. The customer's blood glucose was 158 mg/dl. She was unable to troubleshoot the insulin pump due to driving and had been advised by her nurse practioner to replace the insulin pump. The customer was advised that the issue may not have been an insulin pump issue. The cause of the issue could not be determined due to lack of troubleshoot. The customer declined troubleshooting assistance and requested replacement of the insulin pump. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.